Event description:
It was reported that the user experienced hyperglycemia while using the insulin pump and routinely conducted cartridge-only changes without disconnecting from the body, delivering approximately 0.6¿0.7 units during fill tubing while connected, and extending contact detach steel infusion set wear to 3¿4 days despite expiration prompts. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue characterized as a use-of-device problem related to supply change steps and infusion set management; the involved component could not be more specifically categorized beyond an appropriate term not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.